Event description:
It was reported that a spectrum iq pump had an alarmed system error 322 (link switch error (low)) and system error 222 (kwikpeg task starved) during propofol therapy. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.